Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt said they were experiencing difficulty with their controller. Pt said they checked their stimulation and it displayed that their stimulation was off. Pt said this was the 3rd time they went to check it and it was off. Pt mentioned that they took the battery out of the controller to reset and that did not resolve their issue. Upon further troubleshooting with the pt, pt was in the menu trying to push "check position" to turn on their stimulation. Pss walked pt through turning on their stimulation with the white on/off button and they confirmed that the green box was around the group a. Pt said they had first noticed that their stimulation was not on today since their ins battery level had not depleted however, pt said this wasn't the first time that their stimulation had turned off on its own (pt could not remember when it had happened previously but said it had happened two other times). It was reviewed with pt that if ins battery gets low, stimulation would turn off and need to be turned back on after recharging. Pt seemed confused regarding the device function. On (B)(6) 2022, the patient was still having issues with the device showing no battery depletion and stimulation turning off. Caller stated that the time was not displaying correctly either. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on and stated the time is correct now. Caller inserted the battery pack and confirmed controller is 100 percent and implant is 70 percent. Caller then connected recharger and confirmed charging excellent. Caller confirmed stim is on group a- p1- 4.5ma and caller stated they will monitor depletion rate.